Manufacturer narrative:
Date of report: 21may2021. There was no patient involvement.

Event description:
It was reported to philips that the device alarmed oxygen not available. The device was not in use at the time of the event. The v60 was being set up for use on a patient. An alternative v60 ventilator was used, and there was no delay in the patient's care. There was no report of patient or user harm/impact.

Manufacturer narrative:
Based on additional information received, the device was in use at the time of the event. The patient was transferred to a different v60 ventilator, and there was no delay to therapy noted. There was no report of patient or user harm/impact. Per the diagnostics performed by the engineer, the drpt provided by the customer had error 1208 o2 unavailable. The customer was then advised to perform o2/air flow accuracy/mix accuracy/high pressure leak tests. It was reported that each test passed. It was reported that fault could not be replicated; additionally, the device tested on normal mode with oxygen, and the oxygen unavailable alarm was not registered. The engineer reported that no issues were found with oxygen availability, and that the device passed all testing. The engineer replaced the top cover due to cracking. Preventative maintenance testing was completed with filters replaced. Device was functionally and safety tested, to be returned to full functionality.